Event description:
It was reported that during the implant procedure, the measurement observed over the analyzer while tested the left ventricular (lv) lead showed optimal values, however, when the measurement was taken over the cardiac resynchronization therapy defibrillator (crt-d) manually, the threshold was high, along with vector express showing high values in all vectors. The crt-d was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.